Manufacturer narrative:
The local area sales representative was contacted for the last name of the initial reporter. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited atrial undersensing. The patient was in the process of undergoing a magnetic resonance imaging (MRI) at the time, so no changes were made. No adverse patient effects were reported. This pacemaker remains in service.